Event description:
I.v. Pump alarming "air in line", alarm would not clear. Tubing removed from pump chamber to clear air from line. Noted hole above cartridge in tubing that was leaking primary fluid.